Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, there is a possibility that the sdi video signal was not output due to the failure of the dp board due to the application of static electricity to the sdi terminal during the delivery inspection. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at olympus (B)(4). As a result of the evaluation, the following was confirmed. No error occurred at startup. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, an error occurred at startup. The detailed information such as error code was not provided. There was no report of patient injury associated with the event. Olympus then inspected the device at the service department of olympus (B)(4) and found that the video signal was not output from hd-sdi out 1 terminal and hd-sdi out 2 terminal due to a dp board failure. Video signals were properly output from comp out terminal and dvi out terminal other than sdi terminals.